Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. On the same day as the event onset, the patient was hospitalized due to the event however, no symptoms of peritonitis were presented at the time of admission. The patient was under unspecified treatment for the event. The cause of the event was unknown. Four days after the event onset, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.